Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient's wife reported that the sensor broke off underneath the patient's skin. Spoke with the patient, and he stated that the needle was difficult to remove after insertion. He stated that the sensor is very deep into his skin, but he feels no pain, and has no sign of infection. Advised the patient to speak with his hcp about this issue. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Visual inspection found electrode was peel back or retracted from the tubing's insertion needle.